Manufacturer narrative:
Additional information: d4, h4, h6, h10 d4: expiration date: na. H4: the lot was manufactured from june 14, 2023 to june 15, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the three (3) vial-mate adapters were not sealing properly to the intravenous (IV) bag ports resulting in leaks. There was a loss of medication vials due to the leaks as product was not able to be mixed. This was observed during product preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.